Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer stated that they would change set and it would made the sugar go down. Customer declined for troubleshooting of high blood glucose. Customer stated that the sensor had change sensor alert. The insulin pump will not be returned for analysis.